Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 300mg/dl. During troubleshooting, tandem technical support confirmed that the battery was depleting as expected; however, customer did not acknowledge this information and continued to allege that the battery was depleting quickly. Customer declined further troubleshooting with tandem technical support. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.